Event description:
It was reported via repair work order that the side pedal would pop out of brake due to malfunctioned drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.